Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead displayed noise and an absence of sensing and pacing after suturing was done in the pocket. A lead fracture was suspected. The lead was explanted and returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.